Manufacturer narrative:
E1: (B)(6). One device was received for evaluation. Service history review identified that the device was last serviced 29-may-2020 for an issue related to "case damage." Visual evaluation found the device to be in used condition, not in its original packaging with the screen scratched and syringe port cracked. The most probable cause for "system fault" is due to a faulty pwa board and intermittent motor. Functional testing found that during power up, the reported system fault was verified with error code 112. The intermittent motor was identified as the cause and was replaced to correct the issue. Also replaced the pwa board. After the repair, the device passed all functional tests. Also replaced front and rear housing, housing seal, syringe and battery cap, keypad and rear label.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.